Event description:
It was further reported that this target vessel reintervention was reported in error. Please disregard medwatch #6000089-2005-01072.

Event description:
Clinical study. Same case as #6000093-2005-00580, #6000089-2005-00749 it was reported that 1 day after a coronary artery drug eluting stenting procedure the pt experienced a second stent thrombosis, and required a second reintervention. Lesion 1 was a 2.75mm, 90% stenosed proximal circumflex (prox cx). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 99% stenosed saphenous vein graft 1st obtuse marginal (svg-1st ob marg). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. There were no complications. Less than 24 hours after the procedure the pt experienced a second stent thrombosis and required a second reintervention. The physical placed a guidant vision and a guidant ultra stent in the 1st obtuse marg. A thrombectomy was also performed. In the opinion of the physician the relationship of the stent thrombosis and reintervention to the taxus stent is unknown. There was no restenosis of the taxus stent.